Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00187496. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, coding was updated and verified by the clinician per (B)(4) with available information. On (B)(6) 2019, investigation was completed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the products were not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 620cc mentor memoryshape breast implant and was presented with bilateral rippling, numbness, cold sensation, and right side device migration. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.